Event description:
Device malfunction: failure to deploy. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the femoral artery after a right coronary diagnostic procedure. Reportedly, the physician followed all the steps during clip deployment, however, the clip got stuck in the device. Hemostasis was achieved using manual compression. Though requested, no additional info was available.

Manufacturer narrative:
The device was received. Investigation is not completed.